Manufacturer narrative:
On (B)(6) 2020, mentor became aware the date of event was (B)(6) 2019. Hence, field b3 has been updated on this form. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2020, mentor became aware that right side baker grade was IV, and will undergo explantation on (B)(6), 2020. Mentor also became aware that the replacement device used for the left side on (B)(6), 2020 was catalog number 3506504bc; serial number (B)(6). This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced bilateral capsular contracture; baker grade IV on the left and baker grade ii on the right side and also that the date of replacement surgery is (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to (b(6) 2020. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" on (B)(6) 2020, mentor became aware that ethnicity was incorrectly reported as hispanic/latino. It has been corrected to not hispanic/latino under section a; field 5a as the patient is caucasian this supplemental report is for the patient¿s left-sided device. Right side issue is being reported in a separate report. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On december 28, 2020, mentor became aware that patient's right side replacement surgery with catalog number 3506504bc; serial number (B)(6), was (B)(6) 2020. No updates were received for the left side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/25/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On 4/15/2020, mentor became aware that patient's side with the capsular contracture; baker grade IV was not indicated under the previous submissions. The patient experienced the issue on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/27/2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. "Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 650cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.